Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a repair of post skin cancer removal, the device had an out of box failure, the needles were coming off away from the suture and the sutures were fraying. They then used another device to resolve the issue in order to complete the case. There was no patient injury.